Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500mg/dl. Customer injected insulin. Customer noticed that tubing was detached. Customer¿s blood glucose at time of incident: 480 mg/dl. Customer¿s current blood glucose: 313 mg/dl. Customer reports they feel okay to troubleshoot. Customer treated for high blood glucose with insulin pen. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer declines further troubleshoot for high blood glucose as states that reason for high blood glucose was tubing detachment. The insulin pump will not be returned for analysis.